Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity btr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent an emergency treatment due to changes in condition and required continuous tracheal tube and ventilator-assisted breathing. After intubation, the cuff pressure was measured to 29cmh2o. However, after being connected to the ventilator, the ventilator leak alarmed, and when the cuff pressure was measured, it was 10cmh2o. After the doctor's judgment, it was determined that the endotracheal tube's cuff leaked. The patient's blood oxygen level was 85% and heart rate was 72 beats per minute. The tube was removed and squeezed a ball to assist the patient's breathing. The removed tube leaked air and the patient was reintubated.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the customer could not inflate air inside the endotracheal tube. It was reported that the patient underwent an emergency treatment due to changes in condition and required continuous tracheal tube and ventilator-assisted breathing. After intubation, the cuff pressure was measured to 29cmh2o. However, after being connected to the ventilator, the ventilator leak alarmed, and when the cuff pressure was measured, it was 10cmh2o. After the doctor's judgment, it was determined that the endotracheal tube's cuff leaked. The patient's blood oxygen level was 85% and heart rate was 72 beats per minute. The tube was removed and squeezed a ball to assist the patient's breathing. The removed tube leaked air and the patient was reintubated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.